Event description:
It was reported that during surgery a coronary stent procedure, the pt was experiencing slow flow and no reflow after stent placement. The post dilatation was performed with the same balloon that was used for the pre dilatation. During post dilation deflation difficulties were experienced. After several attempts the balloon was deflated. The pt was still experiencing flow problems and was sent to surgery. Pt status is unknown at this time.